Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1727801 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the tip of a 6f/7f mynxgrip vascular closure device (vcd) couldn't cross the tortuous vessel. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be more than 5 mm in diameter. ¿severe¿ vessel tortuosity was noted. The product was noted to have been stored as instructed per labeling. Excess force was not applied during insertion on the sheath. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes to achieve hemostasis. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended. The patient was noted to have recovered.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the tip of a 6f/7f mynxgrip vascular closure device (vcd) couldn't cross the tortuous vessel. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be more than 5 mm in diameter. Severe vessel tortuosity was noted. The product was noted to have been stored as instructed per labeling. Excess force was not applied during insertion on the sheath. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Manual compression was applied for less than 30 minutes to achieve hemostasis. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube, procedural sheath and the sealant were not returned. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion per the mynx instructions for use (IFU), on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was slightly bent. A device history record (DHR) review of lot f1727801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the slightly bent atraumatic wire/distal tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, access site vessel characteristics (severe vessel tortuosity) and/or the condition of the procedural sheath (although not returned) likely contributed to the resistance felt during device insertion since functional analysis was able to be performed with the lab sample sheath with no resistance. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.